Event description:
The anatomy location of the procedure was common bile duct. When the cutting wire of first autotome rx sphincterotome was bowed and was tried to turn on the electricity, the cutting wire was found broken. The wire did not fall in the body. The second cutting wire was exchanged and was tried to bowed. The direction of the blade was five o'clock and was not able to use. The procedure was successfully completed with another sphincterotome. It was reported that the dr did not turn the handle in use. The pt's condition was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed.